Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the control printed circuit board (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Software error indicates that patient category was mismatch between breathing and monitoring subsystems (mismatch is between the range of the inspiratory valves and the expected values). Unfortunately, neither the device's logs nor the claimed part were available for further analysis. The cause of the issue has been determined as related to control printed circuit board. Initial reporter: (B)(6).

Event description:
It was reported that during standby ventilator generated a technical error code indicating a software error. There was no patient involvement. Manufacturer's ref#: (B)(4).